Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the butterfly needle leaked blood during blood collection due to sleeve issues. No adverse patient or user impact was reported.